Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank but did not engage with the posterior cuff and remained undamaged. This is indicative of posterior needle being deflected away from posterior foot pocket. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link break at the swage end of the anterior cuff. The posterior cuff miss and subsequent link detachment directly resulted in a failure to retrieve the suture and this could appear very similar to the reported suture break when retracting the plunger. Therefore, the reported experience is confirmed. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. The probable root cause for the posterior cuff miss and subsequent link break at the anterior cuff is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. Additionally, two sterile devices of the same lot as the complaint device were returned. They were functionally tested, and the results were acceptable. Needle deployment, suture retrieval, and knot advancement were all successful. Closure of the puncture site was achieved on tissue model. Based on our investigation, the two sterile devices performed according to specification. No manufacturing or quality issue was detected.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Perclose devices 1, 2 and 3 (12673-03/890316h). The device is expected to be returned for evaluation. It has not yet been received. The first, second and third perclose (12673-03/890316h) are each being filed under separate MFR numbers. Estimated date reported as last week.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of a mildly calcified left and right common femoral artery before an endovascular aortic aneurysm repair. Two devices were 'the suture kept breaking' on all four devices. Hemostasis was achieved using three additional proglide devices; one device on the left artery and two on the right artery. There was no reported adverse patient sequela. Though requested, additional information was not provided.